Event description:
It was reported that during a ladg, jamming occurred after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: at what firing did the issue start occuring? --- the information was not provided from the hospital. Were there any unusual noises heard? ---no. Was the primary surgeon fire the device? --- the information was not provided from the hospital. Was there any torquing or twisting during firing? ---no. The analysis results found that the device was returned with a slight damage in the top shroud. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and the remaining clips were not properly fed into the jaws causing the clip to be ejected. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.